Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 229 pulses. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would indicate a needle mechanism failure. Based on the investigation the device functioned as intended. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found on the adhesive pad, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. In addition the patient reports having bleeding at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.